Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving sensor readings that were 50 mg/dl and 60 mg/dl as compared to an hcp meter readings that were in the "400¿s" mg/dl. The results of the reading comparison, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer further reported receiving unspecified medical treatment for the reported issue however, no further details were provided. There was no report of death or permanent impairment associated with this event.